Event description:
During preparation as the speedband superview super 7 ligator was being tightened onto the scope, "the tightening wire snapped off of the rest of the wire". The physician believed that the device was securely attached and continued with the procedure. When the device had been advanced to the target site in the esophagus, it was not possible to deploy the bands. The procedure was successfully completed with another speedband superview super 7 ligator. There were no pt complications and the pt is "fine".

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.